Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue : balloon rupture. It was reported that the procedure was to treat a des stent in the left main. When trying to inflate the balloon, it was not possible to inflate at 16 atm. The balloon was first inflated at 12 atm and then the physician wanted to inflate at 16 atm. The pressure stayed at 14 atm and did not go further despite three attempts. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon dilation catheter (bdc) was returned with blood visible in the balloon and in the inflation lumen. There was no contrast visible. The balloon was loosely folded. There were three kinks in the shaft, 6.5 cm, 6.7 cm and 7 cm distal to the guide wire exit notch. There were three kinks in the proximal shaft, 11 cm proximal to the guide wire exit notch, 3 cm and 5.5 cm distal to the strain relief tubing. There was a crack in the threads of the nosepiece. There was no other damage noted to the bdc. A new indeflator, filled with water, was used to pressurize the balloon at rated burst pressure (rbp) when fluid came out of the crack in the threads of the nosepiece. The shaft was cut, 3 cm proximal to the balloon proximal seal in an attempt to inflate the balloon when fluid came out of a pinhole in the balloon 5 mm proximal to the balloon distal marker. There was a scratch on the balloon near the pinhole. Product performance engineering has reviewed case description and analysis of the returned device; damage was noted. Factors that may contribute to the balloon rupture include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The analysis was able to confirm the reported rupture as a pinhole was observed on the balloon 5 mm proximal to the distal marker. There was also a scratch located near the pinhole, which suggests the balloon material may have become mechanically damaged and weakened due to contact. It is possible that damage may be related to contact with a stent strut or the lesion. Attempts to pressurize the mechanically damaged balloon material may have contributed to the balloon pinhole rupture. Based on the reported case description and analysis of the returned catheter, the reported balloon rupture appears to be related to circumstances during the procedure. During the analysis of the returned product, it was noted that fluid had leaked through cracks observed in the nosepiece and the balloon was unable to pressurize. Therefore, the balloon was separated from the rest of the catheter to test for a rupture, which was confirmed. Damage to the nosepiece possibly occurred after the procedure due to handling or shipment back to abbott. If the damage to the nosepiece had occurred prior to the procedure, attempts to prep and pressures sustained at 12 atm and 14 atm would have been unsuccessful. The cracked hub did not appear to contribute to the reported rupture. There were also kinks located on the returned catheter. Since there were no kinks reported prior to the procedure, the damage likely occurred after the procedure due to handling or shipment back to abbott. The kinks did not appear to contribute to the reported rupture. A review of the finished device lot history record did not reveal any nonconformances which could have contributed to the reported balloon rupture. The reported difficulties appear to be related to the circumstances during the procedure and there does not appear to be indications of a deficiency in product quality; therefore, no corrective action will be implemented in this case. Product performance engineering and / or the respective business unit, quality engineering group, will monitor the incident circumstances. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure integrity. This MDR is considered closed by the product performance group.